Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. An attempt to duplicate the failure mode was not made since at the time there is no inventory of the involved product code available at the facility nor is any being manufactured at the time. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No corrective actions can be implemented and the customer complaint cannot be confirmed due to the lack of a product sample to perform a proper investigation and to determine the root cause. However, material from the production line was verified and no issues were found that can lead this customer complaint. If the defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the retractable mechanism would not bounce back. There was no patient injury.